Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10204. It was reported the patient was not receiving effective stimulation. The patient's programs would auto-reduce when she attempted to turn stimulation up. Lead diagnostics showed multiple high impedances on the right occipital lead (off label use). The patient underwent surgical intervention where the one lead was replaced with a new one. The patient is now receiving effective stimulation. It is unknown which lead was replaced therefore we are reporting on both.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).